Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was harder to press. There was no reported impact to blood glucose.

Manufacturer narrative:
This event was inadvertently filed. There was no device malfunction.

Event description:
It was reported that the wake button was harder to press. However, tandem's technical support (cts) educated the customer that newer pumps have a more secure wake button. Cts confirmed with the customer that there was no issue with the wake button and that the button was functioning normally.